Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation coverage after suffering a recent fall. An impedance check revealed high impedance. The patient underwent surgical intervention where the l2 lead was removed and replaced with a new location placed at l3.

Manufacturer narrative:
This report contains corrected data.

Event description:
Additional information received identified the l3 lead was explanted and replaced at the same l3 location.